Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A report was received regarding the 1104bt intracranial pressure/temperature monitoring kit and was described as follows; the 1104bt catheter worked normally for 1 or 2 days. However, the temperature display on the monitor dropped to 33c from 35c after povidone-iodine (pvp-1) was applied to the fixation bolt and the catheter sheath. The catheter was zeroed prior to the insertion. The physician believes the povidone affected the function of the catheter. The product was in contact with a female pt in her (B)(6) and the pt did not incur any injury or death.